Event description:
A 45 yo female presented to an outside hospital (osh) with new onset chest pain. During evaluation, CT scan of the chest showed a retained metal wire fragment from a previous procedure. Pt required an open heart surgery to extract the wire on (B)(6) 2024. We were made aware of the issue from the family on 06/10/2024 and are now reporting this via FDA 3500a regarding the original surgery that occurred at our facility on (B)(6) 2024 and will be reporting on the two wires used during the original cath procedure. We do not know which one (wire), or if both were involved in the incident. At our facility from the (B)(6) 2024 surgery: patient presented on (B)(6) 2024 for an upper extremity blood clot and suspected thoracic outlet syndrome. She was taken to the jr lab for ekosonic catheter/wire ultrasound placement for overnight thrombolysis of the clot. The following day she returned to the hybrid suite where the wire was removed and further treatment for the thoracic outlet syndrome ensued. She was discharged to home at the conclusion of her treatment with no known complications. Risk team was made aware on (B)(6) 2024 of the (osh) retained wire findings. Per osh documentation, 2 fractured guide-wire pieces were removed from the pt. The first was 3.3cm in length and was able to be removed in ir. The 2nd was 2.5cm and required removal by open heart procedure. We are told the patient is doing well recovering at outside hospital. We will report on what we know from the (B)(6) 2024 surgery and that a 24 cm guide-wire was used initially but ultimately a 40 cm guide-wire (this report) was used and left in for treatment. We can speculate that it was the 40 cm involved in the fractured guide-wires but cannot be certain. We will label the 40 cm wire device #1 (this report). We will label the 24 cm wire device #2 (additional report). The following information on this report is for device # 1. The 40 cm ekosonic endovascular wire used second and most likely the device in question.